Event description:
During a remote follow-up, post-sensed t-wave oversensing episodes were observed on the device. Technical support was contacted for recommendations to resolve the event. There was no intervention completed and the patient will continue to be monitored.